Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a transurethral ureteroscope laser lithotripsy procedure, it was found that the fiber did not work when it was inserted. The fiber was removed, and the procedure was completed with a spare fiber. There were no patient complications.

Event description:
It was reported that during a transurethral ureteroscope laser lithotripsy procedure, it was found that the fiber did not work when it was inserted. The fiber was removed, and the procedure was completed with a spare fiber. There were no patient complications.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device found that there was no light exiting the connector or exiting the fiber tip. Functional analysis showed that there was no light present from the subminiature a (sma) indicative of a fracture within the fiber connector. The condition mentioned of connector fractured can occur during procedural handling of the fiber during setup or use. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. The fiber connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire, due to that the reported allegation was confirmed. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Caution - the fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email address.

Event description:
It was reported that during a transurethral ureteroscope laser lithotripsy procedure, it was found that the fiber did not work when it was inserted. The fiber was removed, and the procedure was completed with a spare fiber. There were no patient complications. Device analysis found that the fiber connector was broken.

Manufacturer narrative:
MFR email: (B)(6).

Event description:
It was reported that during a transurethral ureteroscope laser lithotripsy procedure, it was found that the fiber did not work when it was inserted. The fiber was removed, and the procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.